Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) had an active peritonitis infection. There were no initial reported issues with fresenius products in relation to the peritonitis event. Rather, the nurse was ordering pd solution for antibiotic therapy. In a follow-up call with the pd nurse, it was reported that the patient was hospitalized on (B)(6) 2022 for peritonitis that was possibly characterized with abdominal pain. .a pd culture was obtained (in the hospital) which generated growth of the bacteria enterococcus faecalis; white blood cell (wbc) count unknown. The patient was initiated on antibiotic therapy with vancomycin intra-peritoneal (ip) every 3 days for 3 weeks. The patient was discharged home on (B)(6) 2022. Per the nurse, a repeat pd culture (obtained on (B)(6) 2022) had no organism growth, and the patient is recovering from the event. There were no reported allegations that the peritonitis event was associated with an issue with fresenius products. However, the nurse could not provide the cause of the event. The patient is continuing pd therapy.